Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that one month after implantation patient experienced shocking sensation when stimulation turned on. Upon interrogation, high impedance issue was observed on one of the lead contacts. The device was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported incident was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The ipg functioned as designed. No device problem was identified.